Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and infection (unknown onset).

Event description:
Patient reported an unknown side "device "became hard as rock," "a swollen gland on the left side of the neck and had it aspirated four times," and "abscess that wrapped around a lymph node on an unspecified side." In addition patient reported an infection (unknown onset). This record will be for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, d.7, g.3.

Event description:
Healthcare professional confirmed affected side is left, infection was first noticed "43 days after surgery", and reported left side hematoma.